Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name: (B)(4). Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 472 g/m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm the quantity of procedures that were affected by "needle and thread detachment"? R/ just one with each code. Could you please specify how many cases of "needle and thread detachment" in product vcp123h/am0791 occurred during each procedure? Just one with each code. What was being done when the detachments occurred? (E.g. Removal from package, during passage through tissue, during tying, etc.)? The detachment was during tying did the events occurred intra-op or pre-op? R/ intraop. Please provide procedure name and date for each procedure? Hernia repair. Were there any patient consequences? Not, any consequences. Could you please confirm the device's availability for return? If available, please provide the device return status/follow up. The distributor keep the product in the office. I will let you know the guide reference of the shipment, as soon as I received it. Related medwatch reports: 2210968-2021-03358.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and suture was used. During the procedure, the needle and thread detached. There were no adverse patient consequences reported. Additional information was requested.